Event description:
On (B)(6) 2012, the lay-user/patient contacted lifescan from (B)(6) alleging a battery indicator issue with the one touch verio iq meter. The patient did not allege any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed the meter had a battery indicator issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) 2013: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis on (B)(4) 2013 with the following findings: the meter involved in this case has passed testing with no faults found and the battery was able to be fully recharged. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.